Manufacturer narrative:
According to the facility on (B)(6) 2022 an intravenous catheter (IV) placed in the patients left arm was found to be leaking at the site and the staff needed to insert another IV. Per the facility the catheter that was removed was noted 'to have multiple kinks and a hole in the catheter'. The IV was being used to administer intravenous fluids as well as medications. The IV catheter was placed on (B)(6) and was removed on (B)(6). The new IV was placed on (B)(6) and the patient is reporting to be stable but experienced discomfort with the needle stick. The sample was returned for evaluation and a definitive root cause could not be established. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2022 an intravenous catheter (IV) placed in the patients left arm was found to be leaking at the site and the staff needed to insert another IV.